Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional: actual device returned. The swage and attachment area were as expected and marks were observed on the body needle. The end of the suture was observed cut, appears to be by use of a surgical instrument. The other section of the suture was examined and an end of the suture was cut and was matched with the extreme of the needle/suture piece. Tensile strength result is above the minimum individual strength.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic surgery on an unknown date and a barbed suture was used. During the procedure, the suture broke. There were no adverse consequences to the patient. No additional information was provided.